Event description:
Customer reported there is a tear in the canopy. Customer is not sure of the location of the tear and did not provide a date when discovered. No pt incident or injury was reported.

Manufacturer narrative:
Results: evaluation of the returned unit did not confirm a tear on the canopy, but did find an open slider body on the pt access area of the front window. The entire canopy is discolored and there is delamination on the front panel and a slider is stuck on the back window. There is 2 inches of broken stitches on the nylon of window side a. Note: instructions for use state: never use the bed if a zipper slider is bent open or damaged and the zipper cannot be zipped completely closed. Remove the pt from the damaged bed and exchange it for a posey bed in good working condition. Never rip the panels open, as this will damage the zipper slider, preventing the zipper from closing securely. (B)(4).